Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced. No additional service information is available.

Event description:
The customer reported the 9800 system monitor intermittently failed to display images. No patient injury was reported.